Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision surgery on 12/26/2015 due to seroma. It was reported that the patient had infection and pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 04/14/2020. Corrected information: manufacturing site name. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.